Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Three clips were deployed on the mitral valve, reducing mr to approximately 1-2+. On (B)(6) 2024 the physician reported that one of the implanted clips had detached from the posterior leaflet, resulting in a single leaflet device attachment (slda). The physician believed that the unusual torque tension on the shaft of the steerable guide catheter (sgc) and clip deliver system (cds) resulted in excessive tension during the procedure which caused damage to the valve tissue leading to the slda and the mr becoming more severe to grade 5+.

Manufacturer narrative:
All available information was investigated, and the reported incomplete coaptation (single leaflet device attachment (slda)) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was due to procedural circumstances. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.